Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of the evaluation confirmed the customer's alleged malfunction. The speaker did not produce audible sound. After the speaker was replaced, the unit returned to working specification. No further investigation or action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device gave a speaker malfunction error and no sound was coming from the device. The device was not in use at time of event, and there was no adverse event reported.